Event description:
During an in clinic follow up, under-sensing and loss of capture were observed on the right atrial (ra) lead. X- ray imaging was performed and the ra lead was found dislodged. As a result, the patient experienced phrenic nerve stimulation. The device was programmed to vvi mode to resolve this event. The patient was stable.